Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Lot number? The correct lot number is "pgb887". Device return status? Received. Additional information receive: according to sales feedback, impacted product quantity of product involved changed from 1 to 2 and quantity to be returned from 1 to 2. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated/ sutured? Note: events reported on mw# 2210968-2022-05014. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an CABG on (B)(6) 2022 and suture was used. The suture broke when sewing during use. Changed on another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 product not confirmed. H3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that one sample was returned with two needle/suture pieces and a labeled winding former each. This product code is double armed. After investigation of the sutures; the suture pieces were examined for visual inspection and the ends of the suture pieces were noted to be damaged (cut). As part of quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/28/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: what tissue was being approximated/ sutured?